Manufacturer narrative:
The breakage was associated with the new tool used for the production of connector pn 3140051501 which connects clear tube and white draining portion in these drains (see below the visual difference between two designs of connectors). The change of design was initially requested for different part number of connector, produced by the same tool. By mistake, the change was applied to all the connectors produced by this tool. On (B)(6) 2019, degania initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used.

Event description:
The wound drain broke off inside the patient. No patients were injured. As the drain was being removed from the patient, the drain broke and part of it remained inside the patient's abdomen. The adverse effect was that the patient required surgical intervention to remove the retained portion of the drain. The patient was discharged.